Event description:
Following a diagnostic procedure, an angio-seal device was placed. The pt was ambulated and discharged three hrs later. However, six hrs following her discharge (9 hrs post procedure) the pt developed a hematoma. The pt presented to the ER for further eval. Doppler studies revealed no pseudoaneurysm. The pt was readmitted to the hosp, and a pressure dressing and sandbag were applied. The pt was kept overnight for observation, and discharged home the next day with good pulses and no evidence of hematoma.